Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision was alval/soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Corrected/updated data: (date of report); (lot number); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended. Asr xl acetabular system (left). Update: products, reason for revision and date of revision received 29 may 2012. Reason(s) for revision: alval / soft tissue reaction. Update - added lot number to cup, head and sleeve taken from claimsuite dated 24th may 2013. Update - amended hip side. Taken from claimsuite dated 22nd july 2014. Right.